Manufacturer narrative:
Additional information as of 2-jan-2019: internal report reference number: (B)(4). Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi; only received an empty prepaid envelope. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing package item(s). The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed.